Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Device manufacture date (h4) could not be confirmed. *see note below. 8. Section h9 n/a to this report. 9. No files attached to this report. Note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Additional investigation (03/12/2020): potential lot numbers could not be identified for this event. After further investigation, no specified lot numbers of interest could be determined due to missing information regarding the length of the implanted 2.4mm tiger cannulated screw. There are many available length options for the 2.4mm tiger cannulated screw. Therefore, lot number possibilities cannot be narrowed down and device history record (DHR) review could not be conducted.

Event description:
On (B)(6) 2019, a trilliant surgical sales representative reported that doctor 1 previously experienced two (2) instances where the proximal screw (tiger cannulated screw) of the minimally invasive bunion (mib) plating system backed out of a surgical site (with the other instance being recorded in MDR 3007420745-2019-00018). When sales support followed up with the sales representative to obtain information for this occurrence, it was determined that both instances with doctor 1 involved the same patient with two (2) separate events reported due to screws backing out of the same plate. Doctor 1 corrected a bunion on a 40-year-old female patient on (B)(6)2018. According to the sales representative, the patient had report of pain at her post-op review that occurred sometime between (B)(6) 2018 and (B)(6) 2019. On (B)(6)2019, doctor 1 removed the proximal screw that was backing out of the site and replaced it with a 2.4mm x xx mm tiger cannulated screw (200-24-0xx), which was eventually removed. See MDR 3007420745-2019-00018 for more information.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2019. The tiger cannulated proximal screw was reported to be backing out and was removed and replaced on (B)(6) 2019. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunion using the minimally invasive bunion plating system on (B)(6) 2019. The patient came in for post-op review reporting pain sometime between (B)(6) 2019 and the proximal tiger cannulated screw was observed to be backing out. A revision occured on (B)(6) 2019 where dr. Greenfield removed the proximal screw from the patient and inserted a 200-24-0xx tiger screw in its place (that was later removed and reported in MDR 3007420745-2019-0018).